Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed difference between sensor glucose vs. Blood glucose values and customer experienced low blood glucoses. Customer reported blood glucose value of 153 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was performed and found that sensor glucose value of 63 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was suspended due to sensor glucose vs blood glucose reading difference, low limit in the sensor settings was 70mg/dl. The customer was not taking any medications. Explained to customer that sensor might have no longer been responding to glucose changes. No further patient complications were reported. The customer will continue to use the device. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.